Event description:
The hospital reported that during the saphenous vein harvesting procedure, the bipolar current was not coming through to the scissors. No patient impact or complications were reported.